Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as 167 centimeters. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision of a trochanteric fixation nail advance (tfna) due to non-union and delayed healing. Tfna nail, the helical blade, and locking screw were removed easily. The nail broke at the blade/screw interface. A new trochanteric fixation nail (tfn) and tfn screw were put in place. Cement augmentation was also used; a distal locking screw was placed. Initial surgery took place (B)(6) 2018. There were no fragments generated from the broken device. It is unknown if there was a surgical delay. The procedure was successfully completed. Patient was remained in good health. Concomitant devices reported: 5.0mm ti locking screw w/t25 stardrive 44mm for im nails (part 04.005.534, lot unknown, quantity 3) tfna helical blade 100mm (part 04.038.300, lot unknown, quantity 1). This report is for a tfna nail. This is report 1 of 1 for (B)(4).